Manufacturer narrative:
(B)(6). Serial # was changed. Our field service engineer has performed troubleshooting on site and found that the reported issue was caused by a defective touchscreen. The touchscreen was replaced. After the replacement, full functional and safety tests as per the service manual were performed. The device passed all tests. The root cause of the screen's failure cannot be established as further investigation is not possible, because the touchscreen gets damaged during removal as it is glued to the housing. The data is also being handled through a designated trending an applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A supplemental medwatch will be submitted when new information is received.

Event description:
It was reported, that during patient treatment the touchscreen became unresponsive. The hospital decided to shut down and re-power up the cardiohelp device while hand cranking the patient. During the self test of the power up sequence, the cardiohelp device showed the error message: "self-test-failure. Touchscreen". The error message would not allow the system to start after reboot. The patient was then transferred to a rotaflowsystem for support. No negative consequences for the patient were reported. (B)(4).